Manufacturer narrative:
D9 and h3 refer to the lead. H3 device evaluation: analysis of the returned lead found that foreign material was observed, broken conductors of circuit # 0, 2-5, 7-8, 11, and 15 in the electrode area 0.5 to 5cm from the distal end, pinched outer insulation throughout the entire lead, outer insulation broken 6.5cm from the distal end, outer insulation melted 9.5 and 10.0cm from the distal end, suspected body fluids were observed in the lead, the braid protrudes through insulation 9.5cm from the distal end, the braid is cut 9.5cm from the distal end, and open circuits of 0, 2-5, 7, 8, 11, 15, but no shorts between circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c165. Lot# vaeeqav036. Implanted: (B)(6) 2021. Explanted: (B)(6) 2024. Product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was confirmed that the lead is a medtronic one. Cause of the high impedances were not confirmed. The issue resolved with the lead replacement and the old lead will be returned. Information confirmed with physician / account.

Manufacturer narrative:
Continuation of d10: product ID 977c165, lot# vaeeqav036, implanted: (B)(6) 2021; explanted:(B)(6) 2024; product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic neuropathic pain in the lower limbs. It was reported that the electrode presented dysfunction for a few months, impedances were greater than 10 ,000 ohms on several pads non-consecutive. The lead was replaced.

Manufacturer narrative:
H2. Correction: analysis was updated on (B)(6) 2025. H3. Analysis of the returned lead found that foreign material was observed, broken conductors of circuit # 0, 2-5, 7-8, 11, and 15 in the electrode area 0.5 to 5cm from the distal end, pinched outer insulation throughout the entire lead, outer insulation broken 6.5cm from the distal end, outer insulation melted 9.5 and 10.0cm from the distal end, suspected body fluids were observed in the lead, the braid protrudes through insulation 9.5cm from the distal end, the braid is cut 9.5cm from the distal end, and open circuits of 0, 2-5, 7, 8, 11, 15, but no shorts between circuits. Analysis also identified that a weld was corroded at the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.